Event description:
The customer reported that during use of this insufflator to perform a laparoscopic cholecystectomy, the patient's abdomen would not inflate. As a result of this problem, the surgeon elected to change to an open procedure, which resulted in an additional surgical time of 30 minutes. The customer reported that the patient is recovering as expected.

Manufacturer narrative:
To date, this insufflator has not been received to determine if a malfunction occurred. A follow-up report will be sent upon receipt of the device and completion of an investigation.